Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the lcd screen. Calibration was run and the analyzer worked within specifications. A complaint and service history review was completed for serial number (B)(4) from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were one (1) complaints reported during this time period similar to the present issue. The probable cause of the event was a defective lcd. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported on the aia-360 sn# (B)(4), the lcd screen not responding. A field service engineer (fse) was dispatched. The customer is unable to run and requested service to address the reported event, which resulted in the delay of results for e2, prog and bhcg . A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.